Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had air bubbles. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9067880. It was reported tubes had gel air bubbles. Verbiage received in pir, - bubbles in sst gel. Customer hasn't seen this before and concerned it could cause issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had air bubbles. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9067880. It was reported tubes had gel air bubbles. Verbiage received in pir, - bubbles in sst gel. Customer hasn't seen this before and concerned it could cause issues.